Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Review of the alarm file associated with (B)(6) revealed one (1) low flow alarm logged on (B)(6) 2025 at 01:43:47. Additionally, three (3) vad disconnect alarms were recorded on (B)(6) 2025 at 01:48:53, 01:49:25, and 01:50:23, indicating a physical disconnection of the driveline from the controller. Review of the alarm file associated with (B)(6) revealed one (1) vad disconnect alarm was logged on (B)(6) 2010 at 06:22:10, indicating that the controller was powered up without the driveline connected, likely during the reported controller exchange. No anomalies were found involving (B)(6). As a result, the reported event was confirmed. Of note, the unspecified alarm event most likely correlate to the low flow and/or vad disconnect alarms. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline during from the controller during the reported controller exchange. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, thrombus is a known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: (B)(6), h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2021 / serial #: (B)(6) d9: no h3: no h4: mfg date: 17-jul-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted to the hospital for leg pain. It was reported that the controller had exhibited an unspecified alarm and the patient had exchanged the controller at home. Review of log files data indicated that a low flow alarm and multiple ventricular assist device (vad) disconnect alarms occurred. The patient was diagnosed with arterial thrombosis in the leg and underwent surgical treatment for removal of the occlusion. The patient received a replacement controller. The vad remains in use.